Event description:
Philips received a complaint by the customer on the v60 indicating that after the device was turned on, the blower temperature was high. It was reported that there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) engineer arrived onsite and confirmed that after the device was turned on, the blower temperature was high. The asp engineer reconnected the power cord and turned the device on, but the issue remained. The asp engineer verified that the blower assembly failed and therefore replaced it to resolve the issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.